Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed a pump stoppage due to the driveline being disconnected; however, this issue appeared to be the result of a controller exchange. The end of the log file captured 5 continuous motor stopped events, which were associated with the driveline being disconnected from the controller. This is consistent with the report of a controller exchange performed on (B)(6) 2019. There was no abnormal pump operation recorded for the duration of the log file. The patient remains ongoing on vad support. The hmii lvas IFU, as well as the hmii lvas patient handbook, explain how to exchange the system controller and state that the pump will stop if the driveline is disconnected from the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Describe event or problem: vad reported in MFR# 2916596-2019-03976. Controller reported in MFR# 2916596-2019-04155. Mpu reported in MFR# 2916596-2019-03974. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a controller malfunction requiring an controller change. Patient reported hearing beeps for a few weeks and the first set of alarms occurred only while on batteries and have gotten worse. The controller history showed no external power event on (B)(6) with multiple low voltage alarms. All batteries had expired in (B)(6) 2019. It has been arranged for patient to get new batteries. The patient denies symptoms and reports feeling well. There appears to be no damage to the equipment. It was reported that the log files revealed the patient had multiple no external power alarms but the patient felt fine except for dizziness with pump exchange. The log file also showed multiple low voltage events and motor stoppages while on battery power that occurred primarily on the white power lead of the controller. It was also reported that there were multiple low voltage hazards with one that appeared to be from a double power cable disconnect on (B)(6) and another on (B)(6) 2019 that appeared to be loss of power to the mpu.